Event description:
It was reported by the customer that during the administration of a steroid to the patient, the syringe cracked and burst. However, no medication was injected. No information regarding any serious injury as a result of this product issue.